Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly, dropping from 100% battery life to 55%, within 2 hours. Also, the pump has depleted completely to 0% previously due to this. The customer's blood glucose level was 411 mg/dl with moderate ketones and it was addressed with a manual injection. It was confirmed that the customer had a backup method of insulin delivery available.